Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported that during a trial procedure the patient experienced a wet tap. The physician noted fluid draining from the epidural needle. The physician was able to successfully complete the procedure without a blood patch having to be performed. However, the patient experienced headaches after the procedure. The patient was instructed to drink caffeinated fluids and lie down for the day. Follow up information identified the headaches resolved with rest and caffeine.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2016-01767. After further review, it was determined the patient had 2 scs trial leads therefore, the other lead is being reported as device 2. It was reported that during a trial procedure the patient experienced a wet tap. The physician noted fluid draining from the epidural needle. The physician was able to successfully complete the procedure without a blood patch having to be performed. However, the patient experienced headaches after the procedure. The patient was instructed to drink caffeinated fluids and lie down for the day. Follow up information identified the headaches resolved with rest and caffeine.